Manufacturer narrative:
The device was not returned to zoll medical. However, the CPR stat pads were returned unopened and in its original package. There was no damage to the packaging. The pads passed all testing using a test device without duplicating the report. The pads were scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.